Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("a few episodes of pain for 3 months") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 girls, (B)(6)). The patient had never had health problem before, she was in good mood and practiced sports at high level. Previously administered products included iud nos with an associated reaction of drug intolerance and contraceptive nos for oral contraception (did not want anymore oral contraception). In (B)(6) 2011, the patient started essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("terrible migraines") and myalgia ("significant muscular pain in the legs"). In (B)(6) 2016, the patient experienced pain ("pain crisis stronger than usual leading to a fall") and fall ("pain crisis stronger than usual leading to a fall"). On an unknown date, the patient experienced abdominal pain lower ("episodes of pain increased / acute episodes of pain in the low part of the belly that made her woke up") and fatigue ("intense perpetual fatigue"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy and fallopian tubes removal to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, migraine, myalgia, abdominal pain lower, pain, fall and fatigue had resolved. The reporter considered pelvic pain, migraine, myalgia, abdominal pain lower, pain, fall and fatigue to be related to essure. The reporter commented: the patient did not know yet if her adverse events were due to essure system but she knew that other patients had the same symptoms that resolved in days when implants were removed. Physicians had difficulties to find the cause of pain. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was showed nothing abnormal. On an unknown date: ultrasound scan result was normal. Unknown date: neurological examinations: showed nothing abnormal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-mar-2017: consumers report found in journal: she had (previously reported:) abdominal pain, muscle pain, terrible migraines and (newly reported event:) "intense fatigue" that harmed her psychic equilibrium and lead her to abandon her job. She had had good mood and the sport that she practiced at high level. Her doctor said "all this was in her head". In 2016 and after five years of suffering, it she was aware of resist association. On (B)(6) 2016, essure was removed via hysterectomy and fallopian tubes removal. From the first days, she felt much better and pain who handicapped her disappeared rapidly. All events resolved after removal of essure. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced a few episodes of pain for 3 months. Upon receipt follow-up information it was reported that on (B)(6) 2016, essure was removed via hysterectomy and fallopian tubes removal. All events resolved after removal of essure. This event, seen as pelvic pain, is considered anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, she experienced this event after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. An update of product technical analysis is awaited. No further information expected given the impossibility to contact the consumer (potential legal case).

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("a few episodes of pain for 3 months") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 girls, (B)(6)). The patient had never had health problem before, she was in good mood and practiced sports at high level. Previously administered products included for oral contraception: contraceptive nos; for an unreported indication: iud nos. Past adverse reactions to the above products included drug intolerance with iud nos. In 2011, 122 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("terrible migraines") and myalgia ("significant muscular pain in the legs"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain ("pain crisis stronger than usual leading to a fall") and fall ("pain crisis stronger than usual leading to a fall"). On an unknown date, the patient experienced abdominal pain lower ("episodes of pain increased / acute episodes of pain in the low part of the belly that made her woke up") and fatigue ("intense perpetual fatigue"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy and fallopian tubes removal to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, myalgia, abdominal pain lower, pain, fall and fatigue had resolved. The reporter considered abdominal pain lower, fall, fatigue, migraine, myalgia, pain and pelvic pain to be related to essure. The reporter commented: the patient did not know yet if her adverse events were due to essure system but she knew that other patients had the same symptoms that resolved in days when implants were removed. Physicians had difficulties to find the cause of pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: showed nothing abnormal, ultrasound scan - on an unknown date: normal, unknown date: neurological examinations: showed nothing abnormal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2783 cases . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: updated quality-safety evaluation of ptc ((B)(4)) without major changes. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced a few episodes of pain for 3 months. Upon receipt follow-up information it was reported that on (B)(6) 2016, essure was removed via hysterectomy and fallopian tubes removal. All events resolved after removal of essure. This event, seen as pelvic pain, is considered anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, she experienced this event after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information expected given the impossibility to contact the consumer (potential legal case).